Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the telemetry device has no sound. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
The actual device was returned to the philips authorized repair facility where the technician found the mx40 telemetry device had audio and was functioning as intended. The technician was unable to recreate the reported failure. Based on the results from the evaluation, it is determined that the device was working as intended; therefore, the cause of the customer's allegation is unknown.